Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d1, d2, d3, d4, g4 - 510k: this report is for an unknown nail head elements: multiloc humeral screw/unknown lot. Part and lot number are unknown; UDI number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with multiloc for the humeral diaphysis fracture. The surgery was completed successfully without any surgical delay. Although the surgeon has confirmed that the nail has been properly inserted into the nail during surgery, the postoperative x-ray showed that the screw came off the nail. The surgeon determined that there was no problem with fixation and decided to be as it was. According to the sales rep, there was no problem at the time of checking the product before surgery. No further information is available. This pc is related to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was not returned to j&j medtech orthopaedics, however x-ray were provided for review. The x-ray investigation revealed the nail was observed implanted and with no visual damage. Unable to assemble can not be confirmed, as the functionality of the device cannot be assessed through photo evidence provided. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique se_810199 rev. Ab was reviewed and the following relevant statement was found at page 32: carefully inspect the final position of all multiloc screws under image intensification in different planes and ensure that they do not penetrate the articular surface. Notes: multiloc proximal humeral nail (short): the three lateral screws (greater tuberosity, levels a, b and d) must be used in any fracture situation as they ensure the basic stability of the construct. Multiloc humeral nail (long): for fractures of the proximal humerus with diaphyseal extension and combined fractures of the proximal humerus and the humeral diaphysis, the three lateral screws (greater tuberosity, levels a, b and d) must be used to ensure the basic stability of the construct. For fractures of the humeral diaphysis, two of the three lateral screws (greater tuberosity, levels a, b or d) may be sufficient, depending on the nature of the fracture. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unk - nails: multiloc humeral would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.